Manufacturer narrative:
(B)(4). Batch #: u94d0p. Investigation summary: the device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad an off center burn in was observed. The device was tested on a gen11. The device did activate. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, before a laparoscopic colectomy, the tissue pad and the blade were misaligned. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.